Event description:
Physician reported a left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Clarification to d6a implant date: 1992 (year only received.) Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.